Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy, for the fourth firing for jejunum resection at roux-en-y reconstruction, the surgeon pushed the green button and tried to squeeze the handle, however the handle was locked, and the cartridge couldn't be fired. They replaced it with a new cartridge and the procedure was completed with no problem. The product did not lock on tissue and was removed from the tissue without damaging it. The patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.